Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and a drive stall were observed. After 60 total pulses across both priming sequences, the ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. The pod was reset and reran without incident. No drive resistance or component damage was observed that would contribute to the high pulse width w/ drive stall. The high pulse width w/ drive stall is confirmed as the root cause of the reported event. The exact cause of the high pulse width w/ drive stall could not be determined.